Manufacturer narrative:
The field complaint that the transmitter would not power on and that the contact strips were burned could not be verified. During analysis, visual inspection of the contact strips revealed no burn damage. The transmitter was then plugged into a working outlet and powered up properly. Functional testing was performed and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that burn marks were observed on the green stipes of the transmitter's power adapter. The transmitter was exchanged. There were no patient consequences.